Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage at the adapter and tubing, and tubing separation from adapter/luer connector. The following information was provided by the initial reporter: the nurse confirmed whether the catheter was in the blood vessel after puncturing the patient successfully, and found that the blood spilled from the extension tube holder and the extension tube joint, and observed that the extension tube holder, and the extension tube joint were broken, so the indwelling needle was replaced for puncture, causing the patient a second puncture, and increasing the patient's pain.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0028385. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the manufacturing process was reviewed to identify potential cause of damage observed in the provided photograph. At the conclusion of the review our quality engineers were unable to identify any potential causes within the manufacturing process. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage at the adapter and tubing and tubing separation from adapter/luer connector. The following information was provided by the initial reporter: the nurse confirmed whether the catheter was in the blood vessel after puncturing the patient successfully, and found that the blood spilled from the extension tube holder and the extension tube joint, and observed that the extension tube holder and the extension tube joint were broken, so the indwelling needle was replaced for puncture, causing the patient a second puncture and increasing the patient's pain.